Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire was stuck to the left ventricular lead due to the guidewire coating adhering to the lead. The guidewire could not be removed from the lead. The lead was not used and replaced during the procedure. The patient was in a stable condition.